Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the pulse generator exhibited loss of output after being subjected to electrocautery and the patient became asystolic. No additional information was reported.